Manufacturer narrative:
The customer reported that when taking an nibp the pressure will pump up to around 118 before suddenly dropping to 1 and staying around there for some time before failing the test and displaying a null-value on screen for nibp. They swapped to known-good cables and cuffs, but the issue persisted. The customer is using 1st party nk cables and cuffs. No patient harm was reported. Investigation conclusion: multiple attempts have been made to request additional information. However, there was no response received. Therefore, the root cause of the reported issue could not be determined. No further investigation will be performed. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that when taking an nibp the pressure will pump up to around 118 before suddenly dropping to 1 and staying around there for some time before failing the test and displaying a null-value on screen for nibp. They swapped to known-good cables and cuffs, but the issue persisted. The customer is using 1st party nk cables and cuffs. No patient harm was reported.

Manufacturer narrative:
The customer reported that when taking an nibp the pressure will pump up to around 118 before suddenly dropping to 1 and staying around there for some time before failing the test and displaying a null-value on screen for nibp. They swapped to known-good cables and cuffs, but the issue persisted. The customer is using 1st party nk cables and cuffs. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 08/08/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/12/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 08/14/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that when taking an nibp the pressure will pump up to around 118 before suddenly dropping to 1 and staying around there for some time before failing the test and displaying a null-value on screen for nibp. They swapped to known-good cables and cuffs, but the issue persisted. The customer is using 1st party nk cables and cuffs. No patient harm was reported.